Event description:
It was reported that the physician called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) stored ventricular episodes due to concerns of therapy induced arrhythmia. The physician noted that the patient was in a polymorphic ventricular tachycardia (vt) rhythm and had reported experiencing frequent episodes of dizziness. The physician also noted that the crt-d threshold tests appeared to have induced the polymorphic vt to a ventricular fibrillation (vf) rhythm due loss of capture (loc) on the right ventricular (rv) and left ventricular (lv) leads. Upon review of the ventricular episodes, ts was able to confirm the loc of the ventricular leads, however, was unable to determine if the threshold tests caused the patient to go into vf while they were in the polymorphic vt. Ts discussed reprogramming options with the physician. At this time, the crt-d, rv and lv leads remain in service. No additional adverse patient effects were reported.